Manufacturer narrative:
The reported complaint was not verifiable. The customer stated they will not be repairing the central control monitor (ccm) and declined a service visit. No device was returned to the manufacturer for evaluation.if additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) battery was dead. There was no patient involvement.